Event description:
As reported via the (B)(4) study, a patient experienced stable angina approximately three weeks after the index procedure and experienced restenosis of the study stents approximately three and a half months after the procedure. At the time of the index procedure, angiography revealed 80% stenosis of the proximal left anterior descending (lad) artery. The indication for the procedure was stable angina. The lesion was described as 30m in length, class b2, and de novo. The reference vessel was 3.0mm in diameter. A 3.0 x 18mm cypher rx was implanted at 16 atm and a second 3.0 x 18mm cypher rx stents was implanted distal to the initial stent with overlap at 18 atm by direct stenting. The stents were not post-dilated. There was no residual stenosis. There were no procedural complications and the patient was discharged the following day. Approximately three weeks later, the patient went to the emergency room with chronic chest sensitivity and tightness which had gotten worse. Cardiac enzymes, EKG and chest x-ray were normal. The patient was prescribed imdur and released from the ER later that day. According to the investigator, the event was possibly related to the study stents. Approximately three and a half months after the index procedure, the patient experienced cardiac chest pain and angiography revealed 80% restenosis of the study stents requiring revascularization with placement of a xience stent. The patient was later discharged in stable condition without angina.

Manufacturer narrative:
Concomitant medications at the time of the restenosis included coreg 80mg daily, lisinopril 10mg daily, lipitor 81mg daily, zetia 100mg daily, niacin 500mg daily, vitamin d 40 mg daily, fish oil 1000mg daily, aspirin 81mg daily, imdur 60mg daily, and plavix 75mg daily. Complaint conclusion: as reported via the (B)(4) study, a patient experienced stable angina approximately three weeks after the index procedure and experienced restenosis of the study stents approximately three and a half months after the procedure. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, family history of coronary artery disease, history of peripheral artery disease, history of previous pci x 4 ((B)(6) 2010), history of previous CABG ((B)(6) 2010), history of carotid artery disease, history of reynaud's syndrome and past smoker. At the time of the index procedure, angiography revealed 80% stenosis of the proximal left anterior descending (lad) artery. The lesion was described as 30m in length, class b2, and de novo. The reference vessel was 3.0mm in diameter. A 3.0 x 18mm cypher rx was implanted at 16 atm and a second 3.0 x 18mm cypher rx stents was implanted distal to the initial stent with overlap at 18 atm by direct stenting. The stents were not post-dilated. There was no residual stenosis. There were no procedural complications and the patient was discharged the following day. Approximately three weeks later, the patient went to the emergency room with chronic chest sensitivity and tightness which had gotten worse. Cardiac enzymes, EKG and chest x-ray were normal. The patient was prescribed imdur and released from the ER later that day. According to the investigator, the event was possibly related to the study stents. Approximately three and a half months after the index procedure, the patient experienced cardiac chest pain and angiography revealed 80% restenosis of the study stents requiring revascularization with placement of a xience stent. The patient was later discharged in stable condition without angina. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00025 and 3003742446-2012-00026.